Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not properly wash their hands for therapy. The peritonitis was manifested by cloudy effluent. One day after onset, the patient was hospitalized for the event. On the same day, the patient began treatment with intravenous vancomycin (1 gram stat (once)) and intravenous piperacillin/tazobactam (4.5 grams twice a day, every fifth day for fourteen days) for the peritonitis. On an unreported date, the patient's catheter was temporarily removed and dianeal therapy was discontinued. At the time of this report, the patient was recovering from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available at this time.